Event description:
Procedure: lap appendectomy. After firing, the instrument locked on tissue. The surgeon placed another port to insert a second instrument to cut the first instrument free. No further pt injury reported.